Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 550 laser fiber was used in a prostate nucleation procedure in the prostate performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken and laser energy escaped causing to burn two holes on the drape. The procedure was completed with another flexiva ID 550 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.